Manufacturer narrative:
(B)(4).

Event description:
From the examination of the returned devices and the clinical information provided the cause of the aorto-bronchial fistula could not be determined. A single bare spring fracture was found on the proximal main device. The cause of the fracture could not be determined if due to fatigue or overload, and it is unknown if the fracture may have contributed to the fistula. Several abrasion and crease fatigue related tears were found on the proximal main device, the largest was located between springs 2 ¿ 3 measuring 4.4 mm in length. Several tears and suture cuts were also seen on the distal main device. The exact cause of these findings are uncertain, but may have been caused by spring abrasion and fabric crease fatigue within an angulated anatomy. Films were not available for return; therefore, the in-vivo configuration of the stent graft during the implant duration, including the location of the stent graft relative to the aorto-fistula, could not be assessed. No endoleaks were reported and many of the tears were either covered by the overlapping components or by tissue/thrombus seen in the ¿as received¿ condition.

Manufacturer narrative:
Unable to determine cause.

Event description:
A talent stent graft system was implanted for the endovascular treatment of a transection. It was reported that the physician decided to explant the device and a dacron graft was sewn into the patient successfully completing the procedure. The cause of the explant was due to an aorto-bronchial fistula that was observed on a routine follow up scan. The physician believes the event appeared to be stent graft related. No additional clinical sequelae were reported and the patient is fine. Image review: review of several returned photo's post-explant showed that 2 talent taa devices were explanted. There was a large tear seen on the distal device (which was reported as caused during stent graft removal), and the bare spring from the proximal device may have been partially detached from the proximal fabric. No other stent graft issues were observed.